Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that no additional surgery has been scheduled to removed the remained screw.

Manufacturer narrative:
Additional device product code: hrs. Part of the screw remained in the patient¿s bone; device not considered explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, a hardware removal was performed for nine (9) va locking screws and a variable angle (va) locking compression plate (lcp) olecranon plate due to bone union. After extracting eight (8) va locking screws, the head of the last va screw has stripped. The surgeon rotated the plate to remove the screw which resulted in the breakage of the screw in the neck. The plate was removed successfully, and it did not break. Then, the surgeon tried in different ways using a hollow reamer and extraction bolt, but the screw could not be removed. The surgeon decided to leave the screw in the body. The section of the screw which projected from the bone was pruned away by a diamond bar to prevent pain. The surgery was delayed by sixty (60) minutes. The procedure was successfully completed. Patient outcome is unknown. Concomitant devices reported: va-lcp olecranon plate (part #04.107.302s, lot # unknown, quantity 1); hollow reamer (part #309.250, lot # 8360093, quantity 1); hollow reamer (part #309.250, lot # 8849546, quantity 1); extraction bolt (part #309.290, lot # 8628696, quantity 1); extraction bolt (part #309.290, lot # 8771626, quantity 1); va locking screws (part# 04.211.048s, lot# unknown, quantity 8). This report is for one (1) unknown 2.7mm ti va locking screw. This is report 1 of 1 for complaint (B)(4).